Manufacturer narrative:
The site reported that a bilateral patient was initially planned for monovision (distance in right eye and near vision for left eye), but after implantation and light adjustment treatments, the patient changed her mind and wanted distance vision for both eyes. The light adjustable lens in the left eye was explanted and replaced with another light adjustable lens in order to achieve distance vision in both eyes. Device history record for the lens was reviewed. No issues were noted. The explanted lens was not saved for return. No product is expected back.

Event description:
The site reported that a bilateral patient was initially planned for monovision (distance in right eye and near vision for left eye), but after implantation and light adjustment treatments, the patient changed her mind and wanted distance vision for both eyes. The light adjustable lens in the left eye was explanted and replaced with another light adjustable lens in order to achieve distance vision in both eyes.